Event description:
It was reported that the pacemaker had a low battery voltage reading. Real time battery measurement was 2.75v and actual battery voltage measured 2.96v. The device is in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacemaker had a low battery voltage reading. Real time battery measurement was 2.75v and actual battery voltage measured 2.96v. The device is in use. No patient complications have been reported as a result of this event. It was also reported that the device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), we did receive performance data. The performance data collected from the device was analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.75v and the daily measurement was 2.95v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.75v and the daily measurement was 2.95v.